Manufacturer narrative:
No product will be returned per customer. A picture of the affected tubing set has been received. Pending review, the file will be resubmitted with changes if necessary. Syringe, size and MFR. Unknown. Patient age and date of birth requested but not provided. However, customer stated that the patient was an adult patient.

Event description:
The customer reported that the adult patient's device was alarming air-in-line. The rn restarted the pump module only to have the device alarm again for air-in-line without any evidence of air being in the line. The rn then restarted the infusion again, and the pump alarmed for a third time. The rn clamped the chemotherapy tubing set and attached a syringe to assess for patency and blood return. The rn then restarted the infusion again only to have the pump alarm for air-in-line. When the rn opened the pump module channel door there was a large balloon noted in the silicone segment of the chemotherapy tubing set. The chemotherapy tubing set was disconnected from the patient and sent to pharmacy. It is also noted that there was an anti-siphon valve in use at the time of the event. It does not appear that the nurse administered an ivp medication within 24 hours of the tubing set developing the balloon. Pharmacy had to prepare another bag of chemotherapy which cased a delay in treatment and contributed to the emotional distress of the patient.

Manufacturer narrative:
The customer complaint of balloon in silicone segment was confirmed per photo received by the customer. Photo provided by the customer shows a bulge/ballooned in the silicone segment tubing near the upper portion of the upper fitment. The root cause for this event could not be determined.

Event description:
The customer reported that the adult patient's device was alarming air-in-line. The rn restarted the pump module only to have the device alarm again for air-in-line without any evidence of air being in the line. The rn then restarted the infusion again, and the pump alarmed for a third time. The rn clamped the chemotherapy tubing set and attached a syringe to assess for patency and blood return. The rn then restarted the infusion again only to have the pump alarm for air-in-line. When the rn opened the pump module channel door there was a large balloon noted in the silicone segment of the chemotherapy tubing set. The chemotherapy tubing set was disconnected from the patient and sent to pharmacy. It is also noted that there was an anti-siphon valve in use at the time of the event. It does not appear that the nurse administered an ivp medication within 24 hours of the tubing set developing the balloon. Pharmacy had to prepare another bag of chemotherapy which cased a delay in treatment and contributed to the emotional distress of the patient.